Event description:
The caller reported a newly trached patient was trached at the bedside using a percutaneous procedure and a size 8 percutaneous tube. The day of this placement, the pins came out of the flange receptacles they sit in so, the tube was freefloating and the flange was secured by the trach straps. The flange pins came out on both sides. The ventilator tubing is supported by circuit support arms, so there wasn't any additional torque on the tube. When they recannulated the patient, they went to an 8dct tracheostomy tube. They secured the tracheostomy tube and waited for the respiratory tract to become secure and stable before making this trach change. The lot number of the tube is unknown.

Manufacturer narrative:
The lot number is unknown and therefore, the date of manufacture cannot be determined. If returned, a failure investigation will be performed on the sample.